Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number is 92149601. The expiration date was not provided. The field service engineer (fse) adjusted the rinse unit and the sample probe. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was <300 mg/dl. The repeat result was 4103 mg/dl. No questionable results were reported outside of the laboratory.